Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged PICC clamp was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr d/l powerpicc catheter. The catheter was untrimmed and appeared free of obvious use residues. The clamp on the purple-luered extension tube exhibited several breaks including in the latching region and along both bends. Material from the clamp was missing. The damaged clamp was non-functional. The latching regions did not align. Microscopic inspection of the breaks in the clamp revealed granular fracture surfaces. Discoloration and deformation were observed at the break sites. Mechanical damage was observed in the clamp, with impressions leading into the break site. The mechanical damage, deformation and discoloration suggested that mechanical manipulation contributed to the clamp break. The fracture surfaces were consistent with brittle failure, suggesting that an additional unidentified factor(s) may have affected the clamp material properties. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "placing a PICC on (B)(6) 2021 and noted that the clamp and top of the PICC were malformed." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "placing a PICC on (B)(6) 2021 and noted that the clamp and top of the PICC were malformed." No other information was provided.